Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion or prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/05/2025, a sales representative reported via email that an ar-8978p dx swivelock sl forked tip eyelet broke off into the bone when the surgeon was drilling the second metacarpal base to insert the anchor. The surgeon had just gotten the tip to the bone and started to push the anchor when they noticed the broken forked tip. They opened a new anchor, and the case proceeded with less than a minute of added time to the case. This was discovered during a cmc suspensionplasty procedure on (B)(6) 2025. Additional information has been requested. Additional information received on 2/11/2025: all the broken fragments were removed. The patient suffered no negative effects or significant damage.